Event description:
It was reported that the user experienced a prolonged hyperglycemic episode while using the ilet, with blood glucose reaching 292 mg/dl at home and a concurrent report of elevated ketones; the user hydrated and did not change infusion or sensor supplies, and glucose returned to range after several hours without alerts or alarms. Symptoms included hyperglycemia with reported ketone elevation. Outcomes included transient hyperglycemia without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms, no reported hardware or software malfunction, and no device component issues identified based on user report, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.